Manufacturer narrative:
D.2. Medical device type: one additional code applies; jka. D1: medical device brand name: bd vacutainer® ultratouch¿ push button blood collection set with preattached holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with preattached holder, blood dripped out of the butterfly needle after the vacutainer was retracted on (1) device. No patient impact reported, the staff says the vacutainer was not kept in place when the needle was removed from the patient causing blood leaked onto the staff gloves and the counter.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with preattached holder, blood dripped out of the butterfly needle after the vacutainer was retracted on (1) device. No patient impact reported, the staff says the vacutainer was not kept in place when the needle was removed from the patient causing blood leaked onto the staff gloves and the counter.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 25-jun-2024. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.